Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ essure migrated"), uterine perforation ("perforation of essure device"), embedded device ("the right coil is embedded in the myometrium"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. 922607) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "there is prompt leakage through the right fallopian tube with prompt spillage ". The patient's previously administered products included for contraception: micronor. Concurrent conditions included mood swings, asthma, autoimmune thyroiditis, hypertension and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), ovulation pain ("painful ovulation"), sexual dysfunction ("sexual dysfunction"), pelvic pain ("pain/ pelvic pain"), feeling abnormal ("brain fog"), tinnitus ("ringing ears"), paraesthesia ("tingling hands"), anxiety ("anxiety"), affective disorder ("mood disorder"), alopecia ("hair loss"), insomnia ("insomnia"), joint swelling ("ankle swelling"), abdominal distension ("bloating") and device expulsion ("the right coil is embedded in the myometrium") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, embedded device, genital haemorrhage, urinary tract disorder, autoimmune disorder, ovulation pain, sexual dysfunction, pelvic pain, feeling abnormal, tinnitus, paraesthesia, anxiety, affective disorder, alopecia, insomnia, joint swelling, abdominal distension, weight decreased and device expulsion outcome was unknown. The reporter considered abdominal distension, affective disorder, alopecia, anxiety, autoimmune disorder, device dislocation, device expulsion, embedded device, feeling abnormal, genital haemorrhage, insomnia, joint swelling, ovulation pain, paraesthesia, pelvic pain, sexual dysfunction, tinnitus, urinary tract disorder, uterine perforation and weight decreased to be related to essure. The reporter commented: at this point, approximately 1 cm of the micro insert {wound dow coils) appeared trailing into the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 5 from the left tube. The number of expanded coils that appeared trailing into the uterine cavity was 5 from the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: findings: there is prompt leakage through the right fallopian tube with prompt spillage and do not see definite spillage on the left side at this time.; in (B)(6) 2012: on (B)(6) 2012: as per mr: hsg was done on (B)(6) 2012 and right tube was reported as open.. Amendment: the report was amended on 08/jan-2019 for the following reason: device ineffective was extracted and a device product code added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ essure migrated"), uterine perforation ("perforation of essure device"), embedded device ("the right coil is embedded in the myometrium"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. 922607) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "there is prompt leakage through the right fallopian tube with prompt spillage". The patient's previously administered products included for contraception: micronor. Concurrent conditions included mood swings, asthma, autoimmune thyroiditis, hypertension and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), ovulation pain ("painful ovulation"), sexual dysfunction ("sexual dysfunction"), pelvic pain ("pain/ pelvic pain"), feeling abnormal ("brain fog"), tinnitus ("ringing ears"), paraesthesia ("tingling hands"), anxiety ("anxiety"), affective disorder ("mood disorder"), alopecia ("hair loss"), insomnia ("insomnia"), joint swelling ("ankle swelling"), abdominal distension ("bloating") and device expulsion ("the right coil is embedded in the myometrium") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, embedded device, genital haemorrhage, urinary tract disorder, autoimmune disorder, ovulation pain, sexual dysfunction, pelvic pain, feeling abnormal, tinnitus, paraesthesia, anxiety, affective disorder, alopecia, insomnia, joint swelling, abdominal distension, weight decreased and device expulsion outcome was unknown. The reporter considered abdominal distension, affective disorder, alopecia, anxiety, autoimmune disorder, device dislocation, device expulsion, embedded device, feeling abnormal, genital haemorrhage, insomnia, joint swelling, ovulation pain, paraesthesia, pelvic pain, sexual dysfunction, tinnitus, urinary tract disorder, uterine perforation and weight decreased to be related to essure. The reporter commented: at this point, approximately 1 cm of the micro insert {wound dow coils) appeared trailing into the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 5 from the left tube. The number of expanded coils that appeared trailing into the uterine cavity was 5 from the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: findings: there is prompt leakage through the right fallopian tube with prompt spillage and do not see definite spillage on the left side at this time.; in (B)(6) 2012 : on (B)(6) 2012: as per mr: hsg was done on 5:12 and right tube was reported as open. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.